Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 5/2/2023, it was reported by a sales representative via email that (3) ar-3636h self bunching 1.8 knotless hip fibertak shuttle stitch would not move after implantation. The suture snapped as the surgeon pulled harder to get it to slide. The case was completed using an ar-2923bch biocomposite hip pushlock. This was discovered during a hip scope procedure on (B)(6) 2023. Additional information received on (B)(6) 2023: all the anchors and sutures were removed from inside the patient. The surgeon used the same previous drill bone socket to insert the pushlock anchor.